Manufacturer narrative:
It is unclear as to the circumstances that led up to this reported failure as the end-user was not forthcoming. This known failure mode was analyzed at the parent company in sweden and all parts met design specifications. It was, however noted, that this component had failed because it had seen unusual stress which allowed it to fatigue and break over time. It was decided in 4/2015 that the part could be changed to a different material that would be able to withstand more severe use and be less susceptible to fatigue. A new design of this part has been implemented into production as of 6/2015. The re-designed part has been issued to the service provider to address this reported failure. The DHR for this device was reviewed and chair met specifications prior to distribution.

Event description:
End-user arrived at dealership for service indicating one of the back canes which support the back assembly had broken while end-user was occupying the seating. No injury was sustained as a result of this reported event.